Event description:
A customer reported during a tricuspid procedure their epiq cvxi ultrasound system displayed an error message indicating the x8-2t transducer could not be selected. The patient was moved to another device to complete the procedure. There was no patient or user harm as a result of the issue. The probe was replaced to address the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow-up report will be submitted.

Manufacturer narrative:
A thorough investigation was performed which determined the error message displayed when using the transducer was a result of improper maintenance. The error message correlates to "foreign debris or fluid found in the connector". There was no indication of either non-conforming material or no indication of design anomaly requiring further action.